Event description:
The extension product was received for analysis after approx one year implant duration stating device breakage as the reason for return. The unit was placed in 2005. The product comment report indicated the pt received shocking throughout the body and there was a report of an unspecified pt injury. No other info was provided regarding pt signs, symptoms or outcomes attributed to the event. Add'l info has been requested from the physician. The device was explanted and returned to the MFR for eval. The exact date of product retrieval was not reported. See MFR report number 2182207200700579.

Manufacturer narrative:
Final device analysis results reveal that all of the straight conductor wires are broken; the fractured wire conductors are located 11.1-cm from the proximal end. Product inspection as received shows that both the distal and proximal ends are intact and undamaged. The device outer insulation material is broken, located at the end of the molded rubber transition. The product service life was approx 1 year; exact date of explant is unk. Device analysis confirms the reason for product return.